Event description:
It was reported that pump declared altitude alarm, which caused insulin delivery to be suspended, and customer contacted support for assistance. There was no adverse impact to the customer¿s blood glucose level. Customer followed instructions from Technical Support to clean speaker area, remove and reconnect cartridge, and then load new cartridge, and altitude alarm did not recur; insulin delivery was successfully resumed, customer confirmed issue was resolved during follow-up call, and was advised to call back if problem returned, with case then closed and no further action needed.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.